Event description:
During a literature review, as noted in the publication by linfante et al safety of latest-generation self-expanding stents in patients with nascet-ineligible severe symptomatic extracranial internal carotid artery stenosis, arch neurol. 61 (2004) 39-43. One patient developed a right inferior division middle cerebral artery stroke secondary to stent occlusion 2 weeks after carotid artery stenting (cas) with a precise stent. The stent occlusion was likely secondary to a severely tortuous ica with an irregular, long, and severe stenosis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please reference MFR. Report # 9616099-2014-00430, # 9616099-2014-00431, and # 9616099-2014-00432.

Manufacturer narrative:
As reported in a literature article entitled: safety of latest-generation self-expanding stents in patients with nascet-ineligible severe symptomatic extracranial internal carotid artery stenosis, a patient developed a right inferior division middle cerebral artery stroke secondary to stent occlusion 2 weeks after carotid artery stenting (cas) with a precise stent. The stent occlusion was likely secondary to a severely tortuous ica with an irregular, long, and severe stenosis. The device remains implanted in the patient and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Stroke/ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. In this case the event was thought to be likely secondary to a severely tortuous ica with an irregular, long, and severe stenosis. This event has been captured as arterial restenosis which is a known adverse event associated with stent implantation. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of three reports from the same literature article. Please reference MFR. Report # 9616099-2014-00430, # 9616099-2014-00431, and # 9616099-2014-00432.